Event description:
It was reported that at pre-op, the device was plugged in and it gave an error code. When inspected, the tip was noted to be broken off. The case was started with another device. There was no contact with the patient. One device being returned.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.